Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the video and photos provided showed that the customer connected the priming accessory provided with the set between the patient catheter and the luer lock of the access line. The disconnection occurred between the priming accessory and the patient catheter. The reported condition was verified. However, there was no visible defect on the component of the set. This type of connection is a user error. The instruction for use for the prismaflex set has a caution: ¿the prismaflex control unit may not be able to detect disconnections of the set from the patient¿s catheter. Carefully observe the set and all operations while using the prismaflex system for a patient treatment¿. The access line of the set must be directly connected to the patient catheter (i.e. Without any device between the access line and the catheter) via the male luer connector of the access line. The use of additional devices, such as three-way valves, stopcocks, or extension lines, may impair pressure monitoring. Per the instruction in the prismaflex graphical user interphase (gui), the y-line/connector used for priming of the prismaflex set must be removed prior to connecting the patient; the access and return lines are to be connected directly to the catheter. Thus, the use of the y-connector during treatment is considered use error. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 50 minutes to one hour after starting treatment with a prismaflex st150 set, an external blood leak was observed. It was reported the blood leak occurred between the patient arterial access and the y-connector. There was no patient injury or medical intervention associated with this event. No additional information is available.